Event description:
It was reported that the abutment screw (iunihg) fractured just below the head. All the pieces of fracture screw was returned.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). One certain® gold-tite® hexed screw was returned for inspection. The screw was fractured at the top of the screw head. The drive feature is worn but intact. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Alleged event was confirmed following inspection.